Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: the detection method is described in chapter 4, section 4.1 of the operation manual. Preventive measures are described in chapter 3, section 3.5 of the operation manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite duodenovideoscope had the distal end cover come off loosely. The issue was observed during preparation for use on an unspecified procedure. The procedure was completed with a similar device with no reports of patient or user harm associated.